Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient exhibited possible ventricular tachycardia (vt). The right ventricular (rv) lead was capped and re placed. No further patient complications have been reported as a result of this event.